Event description:
It was reported that the device was unable to release from the delivery catheter during the implant procedure. A new delivery catheter was used and the device was implanted successfully. The patient was in stable condition.